Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: strip issue or/and sample issue.

Event description:
Customer complains of lo results (less than 20mg/dl) and e5 error messages. (B)(6) is calling on behalf of the customer ((B)(6)). Customer states that feels well and requires no medical attention. The customer's expected blood result is 130mg/dl-150mg/dl fasting. Verified the strips expire 9/30/2018. Customer confirms the strips have been stored in the kitchen and were first opened in january 2016. (B)(6) states the error message appears when the blood sample applied.-the customer has not symptoms such as fatigue, excess urination, thirst, or blurry vision. No adverse event reported. Reviewed meter memory 228mg/dl (B)(6) 2016 05:33:00 am fasting:yes; lo (B)(6) 2016 05:30:00 am fasting:yes; 32mg/dl (B)(6) 2016 05:27:00 am fasting:yes; 170mg/dl (B)(6) 2016 05:33:00 am fasting:yes; 159mg/dl (B)(6) 2016 05:40:00 am fasting:yes. The customer is concerned with the lo result in the meter's memory. Customer states it may have not been low since did not have any symptoms.